Event description:
Patient admitted for mitral valve replacement. On-x valve was sewn into place. The rotation device was placed in the valve. As it was rotated a valve leaflet snapped off. The valve needed to be explanted and replaced with a new one. This added 50 minutes of additional cross clamp time to the case. The rotating device was well seated at the time of rotation.